Event description:
It was reported that the backlight does not work. The unit turns on and works, but cannot monitor patients because the display is not visible. No known impact or consequence to patient.

Manufacturer narrative:
The device has been returned ot masimo for evaluation. When the investigation is complete a follow up report will be submitted.